Manufacturer narrative:
Concomitant products: product ID: 3272-51, serial# (B)(4), implanted: (B)(6) 2000, product type: receiver. Product ID: 3210, serial# (B)(4), implanted: (B)(6) 2000, product type: transmitter. Product ID: 3487a-33, lot# l71240, implanted: (B)(6) 2000, product type: lead. Product ID: 3487a-33, lot# l71240, implanted: (B)(6) 2000, product type: lead. (B)(4).

Event description:
The consumer reported the first receiver stopped working so they received a new one. Relevant medical history includes failed back surgery syndrome and other chronic/intract pain (trunk/limbs).